Manufacturer narrative:
The customer reported the set cracked and caused backflow and and leakage, and then returned one used set of material mp5301-c, lot 25059036. Upon initial visual examination, the set had no defects or abnormalities. Upon testing and pressurizing the set, the connection at the maxzero/female luer became compromised and began leaking. The manufacturing plant found the potential root cause for the leakage to be related to incorrect inspection of connection during assembly process. The plant did not take any actions to address the failure as the line for material mp5301-c was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that piv extension tubing was cracked at the needle free lumen causing backflow of blood once attached to piv hub.